Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm . It was reported that an incidental finding on a CT scan, a proximal type I endoleak was observed. The physician intervened and the patient received aptus anchors however, the endoleak was still present. A gore cuff was then implanted reducing the endoleak but still remained. The physician decided to stop further treatment and monitor the patient. Per the physician, the cause of the endoleak is unknown. No additional clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
(B)(4).